Event description:
It was reported that the okay button was not responding to user button presses. The pt said she noticed the issue on (B)(6) 2010. She said that she wears the pump in a pocket, does not use cleaning products on the pump, and is still able to program the pump. The pt stated that the buttons' spring up and down, they click normally, the okay button is not responding and the keypad is not torn or peeling off.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. The keypad was found to be peeling and lifting around the okay button; this damage was not noticed by the pt. The okay keypad button was unresponsive during testing. All other buttons responded but required excessive force to activate. During investigation, the okay contact was observed to be broken. The contrast key contact was found to be inverted and does not always spring back. The up and down arrow key contacts and the okay key contact become inverted when pressed and they do not always spring back. There was evidence of keypad adhesive found under all key contacts.